Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2009 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2009. The physician did not correct the settings prior to the patient leaving the office. The settings were corrected on (B)(6) 2011. No patient adverse events were reported.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an incorrect event date.

Manufacturer narrative:
Analysis of programming history.